Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the external battery required replacement. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and replaced the external battery.

Manufacturer narrative:
G4: 22apr2020. B4: 24apr2020. Additional information was received that the battery was ordered for the customer to have in stock. The ventilator did not experience a battery failure but the serial number was used only to be able to place the order for the battery. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.